Event description:
During the implant procedure, while using the medtronic tunneler, a vein was nicked and the patient experienced bleeding. Physician applied pressure to stop the bleeding. This resolved the issue.